Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have liquid in the device and the ehl showed error 45639. The primary problem was related to a defective printed wiring assembly (pwa). The cause of the customer reported problem was liquid in the device that caused main problem of the defective pwa. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa.

Event description:
It was reported that there was a system fault alarm. There was no patient involvement.